Event description:
Per the physician, the patient underwent revision surgery due to excessive skin growth around the fixture and abutment. The skin was reduced, a longer abutment attached and the patient is reportedly doing well.

Manufacturer narrative:
(B) (4) : implanted device remains.